Event description:
The customer reportedly modified the planned dosimetry, changed the prescription dose but did not change the fractionation scheme. Planned 18x300cgy=5400cgy in fractionation scheme of alternative days (monday/wed/friday); delivered 4x300cgy + 6x500cgy in same fractionation scheme (monday/wed/friday). It is reported that the customer made an error and typed a 500cgy prescription instead of 300cgy. The customer realized the error when the pt presented with acute toxicity after the 8th fraction. The treatment stopped after 10th fraction.

Manufacturer narrative:
Reports from customer site. Though there was a misadministration, there has been no serious injury to the pt reported. The customer has reported that the pt developed grade 4 dermatitis after fraction 10 when normally it shows up after fraction 15. Currently, the dermatitis has resolved with usual corresponding treatment. With respect to brachytherapy treatment, it was considered as finished since the equivalent administered dose was the originally prescribed dose. Root cause: the customer has acknowledged making an entry error by typing 500cgy prescription instead of 300cgy - human error / user error. The customer reported that no other clinician filters the final physicist approved/printed plan. The customer has also reported that they will implement a clinician approval of the physicist final/printed treatment plan. Though there was no reported serious injury, the customer has been reluctant in providing additional pt follow-up so varian has made a decision to submit this event as an MDR. No additional follow-up to this MDR is expected, however, varian will continue to monitor this event/customer site.